Event description:
It was reported today, PICC was passed on patient, an ultrasound-guided procedure, with only one puncture, the entire passage sequence was carried out, the catheter was introduced without resistance, when removing the thread inside the catheter it remained stuck, even when maneuvering (pulling) to remove the wire, it didn't come out.it was necessary to use a new PICC kit, which was transferred without any complications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported today, PICC was passed on patient, an ultrasound-guided procedure, with only one puncture, the entire passage sequence was carried out, the catheter was introduced without resistance, when removing the thread inside the catheter it remained stuck, even when maneuvering (pulling) to remove the wire, it didn't come out. It was necessary to use a new PICC kit, which was transferred without any complications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.